Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) inside the protective sheath prior to use. Reportedly, there was no pt involvement with this device. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. It was reported that the stent dislodged in the protective sheath prior to use. Potential causes for this type of event as observed in past incidents, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. However, without the device to examine, a conclusive root cause cannot be determined.